Event description:
Pt could not recall if she had any issue with the previous ccpd treatment. Treatment data from the cycler showed no issues and treatment was completed with a positive uf with a last fill of 494 ml. Pt does not do a mid-day exchange. The cycler was set up with two 5000 ml solution bags and a ccpd treatment was started. Treatment data obtained form the cycler: drain 0: 681 ml. Fill1: 2003 ml, drain 1: 4657 ml. Then treatment was stopped. Pt reported during fill 1, the cycler display showed 2000 ml but kept filling. After an hour, the fill stopped, and the pt reported the heater bag (5000 ml) was almost completely empty. Pt stated feeling "too full" and short of breath when she was sitting or laid down. After pt drained, she reported the symptoms resolve. Pt did not require medical attention or have a serious injury. Pt notified her nurse and then took the cycler to the clinic for re-training. The incident cycler worked without problems in the clinic.

Manufacturer narrative:
A medical review was performed on the pt's treatment data and medical information obtained. A large drain volume was recorded in drain1. The pt did not have a serious injury as a result. The cycler will be evaluated upon return to the manufacturer and a supplemental report will be submitted upon completion.